Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device as interaction with another device may have contributed to the malfunction. (B)(4)

Event description:
It was reported that during a abdominal aortic aneurysm treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. Another manufacturer's stent was implanted and a (B)(4) equalizer balloon catheter was used to "attach" the stent. During the first inflation using a 40cc syringe the balloon got "stuck" with the stent strut and ruptured. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.